Event description:
After the patient subcutaneously injected insulin, the injection site became red [injection site erythema]. The injection site became indurated [injection site induration]. Irritation from the needle during injection [injection site irritation]. Shallow injection, caused by improper operation [wrong technique in product usage process]. The patient had been reusing needles. [Multiple use of single-use product]. Case description: this serious spontaneous case received via regulatory authority from china was reported by a health care professional nos as "after the patient subcutaneously injected insulin, the injection site became red (injection site redness)" beginning on (B)(6) 2025, "the injection site became indurated (injection site induration)" beginning on (B)(6) 2025, "irritation from the needle during injection(injection site irritation)" with an unspecified onset date, "shallow injection, caused by improper operation (wrong injection technique)" with an unspecified onset date, "the patient had been reusing needles. (Needle reusage)" with an unspecified onset date, and concerned a 57-year-old male patient who was treated with novofine 32g 6 mm (needle) from unknown start date for "type 2 diabetes mellitus", patient height, weight and body mass index were not reported. Dosage regimens, novofine 32g 6 mm. Current condition: type 2 diabetes mellitus (duration not reported). Concomitant products included - isophane protamine insulin injection (30r) (insulin isophane porcine, insulin porcine). On (B)(6) 2025, patient used suspect novofine 32g 6 mm. On (B)(6) 2025, patient's injection site became red and indurated after subcutaneously injected insulin. A warm towel was applied to the affected area; the patient's condition had significantly improved. The reporter stated that the redness and induration at the patient's injection site were related to the shallow injection, caused by improper operation or irritation from the needle during injection. Patient had been reusing needles, and the reporter informed patient about the correct usage method. Currently, the patient had fully recovered, and no similar issues had reoccurred. Investigation result: name: novofine 32g 6mm, batch number: 21h14y. The number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The product was not returned for examination. No abnormalities relating to the observed problem were found. The batch documentation had been reviewed and found to be normal. Batch numbers: novofine 32g 6 mm: 21h14y. Action taken to novofine 32g 6 mm was not reported. On 2025, the outcome for the event "after the patient subcutaneously injected insulin, the injection site became red (injection site redness)" was recovered. On 2025, the outcome for the event "the injection site became indurated (injection site induration)" was recovered. On 2025, the outcome for the event "irritation from the needle during injection (injection site irritation)" was recovered. The outcome for the event "shallow injection, caused by improper operation (wrong injection technique)" was not reported. The outcome for the event "the patient had been reusing needles. (Needle reusage)" was not reported. No further information available. References included: reference type: e2b authority number, reference ID#: (B)(4), reference notes: nmpa (national medical products administration), chn. Final manufacture comment: 06-jun-2025: the suspected product was not returned for examination. No abnormalities relating to the observed problem were found during batch trend analysis. The batch documentation had been reviewed and found to be normal. Based on the nature of events and available information, events could be related to incorrect handling of the product. No conclusion is reached. H3 continued: evaluation summary: name: novofine 32g 6mm, batch number: 21h14y. The number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The product was not returned for examination. No abnormalities relating to the observed problem were found. The batch documentation had been reviewed and found to be normal.